Event description:
This system was returned with oos documentation from biotronik rep. Per oos, the system was removed due to infection and has not been replaced. Linox sd 65/16, 1028232-2009-00596. Setrox s 45, 1028232-2009-00598. Lumax 340 hf-t, 1028232-2009-00599.